Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a rectal prolapse procedure, the surgeon squeezed the handle and heard a clicking sound. The instrument did not fire at all. The procedure was converted from hand assisted to open. As such, there was an extension of the incision by more than one inch. Surgical time was delayed by more than 30 minutes as well. No other known adverse events were reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance (pmv) representative straight and roticulator loading units. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the sheared teeth on the firing rack and the reported condition was confirmed. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.